Event description:
It was reported that eh system 6800 had a broken transport ring causing a mechanical hazard. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The transport ring was replaced and the mechanical movement tested. The system was found to be working as intended and placed back into service.